Event description:
It was reported that when the water level of the device was checked to be all good, a repair alarming and red light was noticed. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received. No visual defects were noted. The complaint could not be confirmed or duplicated. Long term functional testing was performed, and the device passed. A root cause could not be established as the device functioned as intended. O-rings replaced, and temperature adjusted. All tests passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.